Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The patient fell about two weeks ago because she slipped going down the stairs and she landed right on her implant. All the impact was on the right side where the ins was. She hurt her ribs right above where the device was and it had been very tender there. A loss of therapeutic effect was reported. About a week after the fall she started to have numbness on the outside of her hand. The device was implanted for brachial plexus because she had thoracic outlet syndrome. Her pain was increasing a little each day and she believed it was related to the fall. It was noted the patient was seen by the manufacturer¿s representative (rep) but there was no further information regarding this. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 39286-65, serial# (B)(4), product type: lead. (B)(4).